Manufacturer narrative:
Specific date of event was not available. The date (B)(6) 2017 was used for the date of event since the customer reported the event occurred approximately 2 1/2 weeks ago. No lot number was available. Without a lot number, expiration date and manufacturer date cannot be determined. A sample or lot number has not been provided for this report so a batch record review may not be performed. A skin reaction may be related to a number of factors including site preparation, application, and site maintenance. The package insert provides the following information: precautions: the skin should be dry and free of detergent residue. Allow all preps and protectants to dry completely before applying the dressing to prevent skin irritation and to ensure good adhesion. Site preparation..... Prepare the site according to institution protocol. Clipping of hair at site may improve dressing adhesion. Shaving is not recommended. The skin should be clean, dry and free of detergent residue. Allow all preps and protectants to dry completely before applying the dressing to prevent skin irritation and to ensure good adhesion....... Sitecare: the site should be observed daily for signs of infection or other complications.... Inspect the dressing daily and change the dressing as necessary, in accordance with facility protocol. Dressing changes should occur at least every 7 days, per current cdc recommendations and may be needed more frequently with highly exudative sites or if integrity of the dressing is compromised. The tegaderm(tm) chg dressing should be changed as necessary: if the dressing becomes loose, soiled or compromised. If the site is obscured or no longer visible. If there is visible drainage outside the gel pad. If the dressing appears to be saturated or overly swollen. To test if the dressing is fully saturated, lightly press down on a corner of the gel pad with your finger. If the gel pad remains displaced once your finger is removed, the dressing should be changed. Note: tegaderm¿ chg dressing is not designed to absorb large quantities of blood or fluid. 3m technical service specialist followed-up with account to provide assessment and product education.

Event description:
A nurse reported an outpatient experienced redness, inflammation, irritation and green color drainage in an area next to the tunneled catheter exit site when a 1657 tegaderm chg dressing was applied to the area. A physician prescribed oral levaquin for treatment. The area was now reportedly healed and the issue was resolved.